Event description:
It was reported that a patient came back to the hospital approximately a couple of weeks after receiving a starclose se clip device, experiencing of leg pain. The starclose se clip had been used in the groin to achieve hemostasis after an unspecified procedure. The clip was removed via cut down and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. As the name of the physician who implanted the clip was not provided by the hospital, because it was not known by the reporter physician, it is unknown if the physician has been trained in the use of the starclose se device. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.